Manufacturer narrative:
The model bb2000sa, bipolar turbinate blade has not been returned to the service center for evaluation for ¿failure during a procedure¿; therefore, the exact cause of the reported event cannot be determined. Upon return of the device, an evaluation will be performed, and a supplemental report will be submitted.

Event description:
The service center received a report of a diego elite bipolar turbinate blade, model bb2000sa, lot number unknown, that failed during an unspecified procedure. It was reported there was no patient injury, but no further information was provided.